Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow and ok keypad buttons had required multiple button presses to elicit a response for several months. The patient noted during the call with the agent (cts) that the ok button symbol was partially worn off. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with water. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn over the up arrow keypad button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be obvious and detectable and warns the patient to discontinue using the pump. The owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing all keypad buttons responded appropriately. During investigation, evidence of contamination was found under the contrast key contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.